Event description:
The pt was implanted with a synchromed pump and catheter on an unknown date for intrathecal infusion of baclofen for intractable spasticity. The foreign hcp reported that the pt had died and the death was possibly related to the device. The pump was returned to the MFR for analysis. Further info from the hcp is pending and will be submitted in a follow up report.